Manufacturer narrative:
(B)(4). If further details are received at a later date a supplemental medwatch will be sent. This report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report from a related research activity database for patients undergoing unknown procedure. The reported complication as per ICD 10 categorization experienced by the following with corresponding intervention: 15 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, cellulitis of chest wall. 67 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, disruption of external operation (surgical) wound, not elsewhere classified, initial encounter. 15 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, disruption of wound, unspecified, initial encounter. 7 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, disruption of external operation (surgical) wound, not elsewhere classified, subsequent encounter. 2 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, disruption of wound, subsequent encounter. 1 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, disruption of external operation (surgical) wound, not elsewhere classified, sequela. 34 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, disruption of internal operation (surgical) wound, not elsewhere classified, initial encounter. 2 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, disruption of internal operation (surgical) wound, not elsewhere classified, sequela. 1 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, disruption of internal operation (surgical) wound, not elsewhere classified, subsequent encounter. 8 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, mediastinitis. 2 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, abscess of mediastinum. 8 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, other osteomyelitis, other site. 8 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, infection following a procedure, deep incisional surgical site, initial encounter. 1 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, infection following a procedure, deep incisional surgical site, subsequent encounter. 68 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, infection following a procedure, initial encounter. 25 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, infection following a procedure, other surgical site, initial encounter. 23 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, infection following a procedure, superficial incisional surgical site, initial encounter. 8 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, sepsis following a procedure, initial encounter. 7 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, infection following a procedure, subsequent encounter. 4 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, infection following a procedure, organ and space surgical site, initial encounter. 2 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, infection following a procedure, initial encounter. 1 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, infection following a procedure, superficial incisional surgical site, subsequent encounter. 1 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, infection following a procedure, organ and space surgical site, sequela. 1 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, sepsis following a procedure, subsequent encounter. 1 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, infection following a procedure, other surgical site, subsequent encounter.